Event description:
During an initial implant procedure, which advancing the catheter, the patient sustained a tear in the coronary sinus vein. Contract was injected and the catheter was visualized out of the vein on fluoroscopy. An echocardiogram was performed and did not reveal any additional symptoms. The surgery was ended without implanting system. The patient was stable and no addition intervention was required to address the dissection.